Manufacturer narrative:
Qn#1: (B)(4). The original report (s) were submitted on time and accepted. This report is being re-submitted per an FDA request for an electronic initial MDR with the correct MDR number. This report is a combination of the initial report and all supplement reports. The correct MDR number is 1036844-2016-00214. A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter tip broke off during removal. The customer returned one piece of an epidural catheter. The returned catheter piece was visually examined with and without magnification. Visual examination of the returned catheter revealed the catheter appears to have been used as adhesive residue is present on the catheter body exterior. The distal end of the returned piece is not present; however, the proximal tip is present. The most distal end is stretched. The inner coils are stretched and unraveled well beyond the distal end of the catheter. Also, the catheter appears to be pinched at approximately 23mm and 39mm from the likely most distal end of the catheter. No other defects or anomalies were observed. The customer also returned a second epidural catheter, one snap-lock adapter with clamp, and two sealed kits (ak-05503-l) from the same lot # (23f15l0893) as the reported complaint. Visual examination of the second returned catheter revealed the catheter was typical with no observed defects or anomalies. Visual examination of the returned snap-lock adap ter revealed that the snap-lock adapter appears typical with no observed defects, or anomalies. Other remarks: a dimensional inspection was performed on the returned catheter piece using a ruler (c05158). The returned catheter extrusion piece measures approximately 84.3cm. The inner coils are unraveled and extend well beyond the tip of the extrusion. The extrusion is slightly stretched. However, at least 4.2cm of the catheter is missing as the specification for the epidural catheter indicates that the proper length of an epidural catheter is 88.5-91.5 cm per graphic kz-05400-002; rev 8. Specifications per graphic kz-05400-002 rev. 8 were reviewed as a part of this complaint investigation. The IFU for this product, e-17019-100d rev. 01, was also reviewed as a part of this complain investigation. The IFU for this product warns the user, "do not alter the catheter or any other kit/set component during insertion, use, or removal (except as instructed)." The IFU also contains catheter removal instructions with a list of warnings including, "never tug or quickly pull on catheter during removal from patient to reduce risk of breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." The IFU also provides alternate catheter removal techniques if difficulty is encountered and indicates, "since any epidural catheter can inadvertently be separated if excessive force is applied during removal, clinicians must be aware of the importance of proper removal technique." A corrective action is not required at this time as the condition of the sample received indicates use error caused or contributed to this event. The reported complaint of a catheter tip breaking off during removal was confirmed based upon the sample received. The returned catheter was missing the distal end. The catheter showed signs of stretching at the point of separation at the likely most distal end. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. The IFU for this product also indicates not to alter the catheter in anyway. Therefore, based upon the condition of the sample received, and the observed evidence of stretching at the point of separation, use error caused, or contributed to this event.

Event description:
Alleged event: the tip of the epidural catheter broke off when the catheter was being removed, and the tip may have remained inside the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Corrected MFR report# from 2518433-2016-00016 to 1036844-2016-0214.

Event description:
Alleged event: the tip of the epidural catheter broke off when the catheter was being removed and the tip may have remained inside the patient. The patient's condition was reported as fine.

Event description:
Alleged event: the tip of the epidural catheter broke off when the catheter was being removed and the tip may have remained inside the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter tip broke off during removal. The customer returned one piece of an epidural catheter. The returned catheter piece was visually examined with and without magnification. Visual examination of the returned catheter revealed the catheter appears to have been used as adhesive residue is present on the catheter body exterior. The distal end of the returned piece is not present; however, the proximal tip is present. The most distal end is stretched. The inner coils are stretched and unraveled well beyond the distal end of the catheter. Also, the catheter appears to be pinched at approximately 23mm and 39mm from the likely most distal end of the catheter. No other defects or anomalies were observed. The customer also returned a second epidural catheter, one snaplock adapter with clamp, and two sealed kits (ak-05503-l) from the same lot # (23f15l0893) as the reported complaint. Visual examination of the second returned catheter revealed the catheter was typical with no observed defects or anomalies. Visual examination of the returned snaplock adap ter revealed that the snaplock adapter appears typical with no observed defects or anomalies. Other remarks: a dimensional inspection was performed on the returned catheter piece using a ruler (c05158). The returned catheter extrusion piece measures approximately 84.3cm. The inner coils are unraveled and extend well beyond the tip of the extrusion. The extrusion is slightly stretched. However, at least 4.2cm of the catheter is missing as the specification for the epidural catheter indicates that the proper length of an epidural catheter is 88.5-91.5 cm per graphic kz-05400-002; rev 8. Specifications per graphic kz-05400-002 rev. 8 were reviewed as a part of this complaint investigation. The IFU for this product, e-17019-100d rev. 01, was also reviewed as a part of this complain investigation. The IFU for this product warns the user, "do not alter the catheter or any other kit/set component during insertion, use, or removal (except as instructed)." The IFU also contains catheter removal instructions with a list of warnings including, "never tug or quickly pull on catheter during removal from patient to reduce risk of breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." The IFU also provides alternate catheter removal techniques if difficulty is encountered and indicates "since any epidural catheter can inadvertently be separated if excessive force is applied during removal, clinicians must be aware of the importance of proper removal technique." A corrective action is not required at this time as the condition of the sample received indicates use error caused or contributed to this event. The reported complaint of a catheter tip breaking off during removal was confirmed based upon the sample received. The returned catheter was missing the distal end. The catheter showed signs of stretching at the point of separation at the likely most distal end. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. The IFU for this product also indicates not to alter the catheter in anyway. Therefore, based upon the condition of the sample received and the observed evidence of stretching at the point of separation, use error caused or contributed to this event.